Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 4.9mmol, 2.9mmol. Tests were done within 20 mins with a difference of 2.0mmol. Pt did not experience any adverse events. No further info has been reported.